Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump had emitted loss of prime alarms more frequently than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime. No loss of primes occurred during testing. The force sensor calibration was found to be within specifications. The loss of prime issue was not able to be duplicated during investigation. There was no defect found.